Manufacturer narrative:
(B)(4). The rns neurostimulator and one neuropace lead remain implanted and programmed for use.

Event description:
The patient underwent an initial implant of the rns system and two depth leads on (B)(6) 2021. On the evening of (B)(6) 2021, the patient underwent an evacuation of an intraparenchymal and subdural hematoma adjacent to the neurostimulator and the right depth lead and a previously implanted shunt. The lead was explanted and a plug was placed in that port of the neurostimulator. The patient had previously experienced a traumatic brain injury in the region where the hemorrhage occurred that required multiple intracranial procedures and placement of the shunt. The surgeon felt that the implantation of the lead most likely contributed to the hemorrhage.